Event description:
It was reported that, during a replacement procedure, the low energy shock impedance was 165 ohms. This impedance is high but within normal limits. The local representative suspects there is a lot of adipose tissue. The patient is six feet tall and weighs over 260 pounds. Technical services reviewed the device downloaded data and confirmed the impedances have been increasing since the device implant in 2015. The device was explanted, and a new device was successfully placed onto the chronic electrode. There were no known adverse patient effects.